Manufacturer narrative:
Method: the actual device was not evaluated, however implantech reviewed production records, as well as performing trend analysis. Results: no device problem was found. There is only one other complaint associated with this product lot and associated sterile lot, and it involves the same reporting physician. Conclusions: the reported events are known, inherent risk of implant procedures and are addressed in the product labeling.

Event description:
Complainant reports patients received mandibular angle implants bilaterally and subsequently experienced displacement, poor wound healing and pain the left side device was explanted approximately 11 months post-operatively. (Note: this is the same patient associated with report # 2028924-2022-00005. This report represents the left side device. Report # 2028924-2022-00005 is the report for the right side device.)